Event description:
A time discrepancy issue was reported by the customer, acknowledging incorrect time settings on the device. Blood glucose levels did not suffer any adverse impact as the previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted in correcting the time settings on the pump and advised the customer to monitor this and follow up if the discrepancy recurs, which the customer understood and acknowledged.